Manufacturer narrative:
Esubmitter software does not allow for unk entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The patient reported a visian icl was implanted into his left (os) eye. The patient reports seeing a circle of colors. It is unknown as to whether the lens was removed. The cause of the event is reported as a patient-related factor. Attempts to obtain additional information have not been successful.